Manufacturer narrative:
Insulin pump trace download analysis confirmed the insulin pump alarmed low battery alert and power loss alarm. The power management tool confirmed low battery alert and power loss alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump shuts down. The customer did not provide their blood glucose value at the time of the incident. The customer stated the insulin pump shuts down every few hours, they replaced the battery cap and uses different batteries. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis